Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and difficult to read. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 06/13/2013 device evaluation: on investigation, the display was noted to be dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
The pump was returned to animas on (B)(4) 2013 but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.